Manufacturer narrative:
To date, information suggests that this lv lead remains actively in service. As new information woud become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead did exhibit loss of capture at the post-operative check. Re-programming was done to recapture and attempt to mitigate the issue, however diaphragmmatic stimulation occurred as a result. A surgical intervention to re-position this lead occurred successfully.